Manufacturer narrative:
Updated a2. Updated a3. Updated a4. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information which stated that micro culture confirmed the presence of aspergillus spp. Endocarditis was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 months post implant of this 14mm pulmonary valved conduit implanted in a then 2 year old pediatric patient, it was explanted and replaced with an unknown product. The reason for replacement was reported as the patient developed a fever without other symptoms 10 days post implant of the conduit. The patient was admitted to hospital and administered an antibiotic for 5 days. It was reported that findings from the chest x-ray, blood culture, urine culture, nf smear for virus and streptococcus b and stool culture and virus studies performed were negative except immunoglobulin m (igm), immunoglobulin g (igg) and epstein barr virus nuclear antigen (ebna) for epstein¿barr virus (ebv) in serology. The patient was subsequently discharged as they were "becoming afebrile but still febrile." The patient was admitted to a center 4 days following discharge due to the presence of fever, and a study was initiated for fever of unknown origin and treatment with antibiotics and antifungals was started due to suspicion of endocarditis. Different blood cultures performed were negative, including media for fungi. Serologies for rare endocarditis pathogens were also negative. It was reported that the patients clinical condition remained preserved with febrile phases alternating with fever and that due to the data suggestive of endocarditis in a second computerized tomography (CT) scan and echocardiography, a decision was made to explant the conduit. During the explant procedure performed two months post implant of the valved conduit, it was stated that this conduit showed no obvious signs of degeneration or infection externally. Furthermore, there were no pericardial or cavity collections seen. After explant and internal inspection, "degeneration of valvular veils with the presence of lesions of firm verrucous aspect" were observed that were "limited to the valve of the duct", with the "rest of the duct without such lesions." Fibrosis was observed around epicardial pacemaker wires but without infectious signs. The entire excised conduit, as well as right pulmonary hilar adenopathy, pleural fluid from right pleural effusion, right pulmonary artery return blood and a small fragment of thrombotic material obtained from the right pulmonary branch were taken for analysis. Cultures of excised conduit were found to be negative for bacteria, mycobacteria, and pending for fungi at present, although so far no growth detected. Microbiological analysis of the conduit found the presence of "extensive histiocytic infiltrates in the endothelium as well as masses of fibrin adherent to the endothelium between which fungal structures" were observed "in the form of septate hyphae that appear to be branched at an acute angle" and "numerous clusters of histiocytes and giant multinucleated cells" were also identified, "sometimes forming granulomas in the thickness of the medium sometimes with occasional presence of foreign material." The patient has since remained afebrile, with declining acute phase reactants in analytical tests and maintaining the antifungal treatment. It was stated that it has not been possible to determine a specific pathogen in the explant duct samples nor in the rest of the samples taken during the explant procedure. A study of fungal dna on these anatomopathological samples is pending. No additional adverse patient effects were reported.